Manufacturer narrative:
No product was returned for evaluation and review of the device record history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state in very thin patients the collagen may protrude from the skin after tamping has been completed. Attempt to push the collagen under the skin using the tamper tube or a sterile hemostat.

Event description:
It was reported by the patient's husband that following a renal angiogram to diagnose high blood pressure, the patient received an angio-seal. The patient was slender; therefore, it took some coaxing to get the collagen completely under the skin. Hemostasis was achieved and the patient was discharged. The next day at home, the patient raised her leg and felt a pop. The patient began bleeding and a hematoma developed. The patient went to the emergency room via an ambulance where hemostasis was obtained and an ultrasound was performed to evaluate a possible pseudoaneurysm. There was no evidence of pseudoaneurysm. The patient was admitted and kept on bedrest. The next day another ultrasound was performed prior to the patient being discharged. No more adverse events have occurred.